Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a pm service, the iabp failed the battery runtime test. To fix this issue, the fse replaced the batteries and calibrated the iabp. The stm then performed all functional and safety checks to meet factory specifications and completed the pm. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. The battery failed to meet the runtime specification. No patient was involved during this event. No adverse event was reported.